Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported by an affiliate, once the package of a jindo (180cm short) was opened and the device was removed from the dispenser, the distal portion was confirmed to be unraveled. Therefore, the physician did not use the jindo. There was no patient injury as the device was not clinically used. It is unknown how the procedure was finished, however, it was reported to had been completed successfully. The product will not be returned for analysis. The device was prepped according to the IFU. The product was not returned for evaluation. Per lake region report (B)(4), lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10126147 (cordis lot 70412478). This packaging lot contained 100 units, which were shipped from lake region medical on (B)(4) 2012. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The flexible, "delicate" nature of the "floppy" tip configuration requires due care in handling and use, as directed in the device instructions for use (IFU). Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
As reported by an affiliate, once the package of a jindo (180cm short) was opened and the device was removed from the dispenser, the distal portion was confirmed to be unraveled. Therefore, the physician did not use the jindo. There was no patient injury as the device was not clinically used. It is unknown how the procedure was finished, however, it was reported to had been completed successfully. The product will not be returned for analysis. The device was prepped according to the IFU. It is unknown if the outer box was damaged.